Manufacturer narrative:
Date of event: estimated based off the procedure date and the 45-day follow-up when the event occurred.

Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. After implant, the patient had gastrointestinal bleeding and was taken off oral anticoagulation. At the 45-day transesophageal echo (tee) follow-up, thrombus was noted as well as a small, less than 5mm leak. A repeat tee in (B)(6) 2020 showed improvement so the patient was taken off of xarelto. The patient had dc cardioversion so the patient was put back on xarelto then taken off again in (B)(6) 2021. The patient returned to the hospital with stroke-like symptoms and device thrombus.